Event description:
Healthcare professional reported capsular contracture baker grade IV. The device was explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device was explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data:.